Event description:
It was reported that the patient presented to the emergency department for worsening erythema and redness to the driveline. The differential included but was not limited to cellulitis, intra-abdominal abscess, and infectious colitis. The patient had a recent driveline infection in (B)(6) 2022 that grew methicillin-susceptible staphylococcus aureus (mssa) and was treated with intravenous antibiotics and was transitioned to doxycycline twice a day, the patient was having routine tele-health visits when worsening erythema and drainage to the driveline site was noted. The patient came to the emergency department for abdominal pain, diarrhea, cough, and shortness of breath. The computed tomography of the abdomen and pelvis showed no intra-abdominal abscess or fluid collection. An acute kidney injury was noted. The patient was transferred to ancef (cefazolin) and intravenous antibiotics would be continued upon discharge.

Manufacturer narrative:
The initial driveline infection was captured under manufacturer report number 2916596-2022-12444. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of renal dysfunction could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection and renal dysfunction. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. This section also outlines care instructions in reference to controlling and preventing infection, including exit site treatment. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, drainage had worsened from the driveline exit site and there was copious purulent drainage with visible edematous and erythema. The patient was started on ciprofloxacin in addition to doxycycline. The dressing change frequency was changed for two times a day to three. A wound culture was taken on (B)(6) 2023 and found positive for staphylococcus aureus. Ciprofloxacin was stopped on (B)(6) 2023.